Manufacturer narrative:
The insulin pump was received with minor scratches on lcd window. Device was received with missing retainer. Unable to perform displacement test due to missing retainer. Device was received with missing reservoir tube o-ring, scratched casing, scratches on display window cover, pillowing keypad overlay and cracked select button on keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the screen was very damaged. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.